Manufacturer narrative:
Visual inspection of the returned introducer revealed a detached post at the bifurcation area of the middle port. Microscopic eval also revealed the other two ports of the trio assembly have stress fractures. The cause for the stress fractures and detached post is unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported the hemostasis valve broke during the procedure. The doctor detected a leak and while trying to manipulate it, it detached. Another device was obtained to continue the procedure. There were no consequences to the pt.